Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l57097, implanted: (B)(6) 1999, product type: catheter.

Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. Last friday the patient was at the clinic with an empty reservoir, and they did not have the drug to fill. They still did not have the drug, but the reporter thought they may have it in approximately one week. The patient never had symptoms as they were on methadone. They wanted to silence the active alarm but were unsure how to do that. It was recommended to update the reservoir volume. A missed refill caused the alarm. No troubleshooting or other actions were performed. The patient recovered without permanent impairment. The pump system was being used to infuse morphine (unknown).